Event description:
It was reported that on february 23rd, the intra-aortic balloon (iab) was inserted without incident. "Around 24 hrs after insertion, the pump alarmed "high pressure" and blood was seen in the line". The md removed the iab and replaced it with another iab. The md stated that the pt did not have calcified vessels. One day after the second iab was inserted, the pt expired. The md does not attribute the death to the iab incident.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.